Event description:
User facility reported that at insertion of the hysteroscope, the physician perforated the uterine wall. Physician decided to perform the novasure procedure regardless of the perforation. The reporter stated that the cavity integrity assessment (cia) test passed and the ablation lasted approx 1 min 15 seconds. Pt was in recovery at time of report.

Manufacturer narrative:
The novasure instructions for use, page 2 (715100 rev a) and the operators manual page 5 (716100 rev a) includes the following warning: "the novasure sys performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment (step 2.36). Although designed to detect a perforation of the uterine wall, it is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used. If a uterine perforation is suspected, the procedure should be terminated immediately."